Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The handpiece gears were frozen when received. After sterilization, a handpiece test was run 3 times. The torque values were 98, 98, and 98. The handpiece test failed. These torque values are indicative of motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that during the handpiece characterization test it was found that the max torque value is 60 which higher than the acceptable limit. The handpiece gears are too tight and it did not pass the test. No patient involved.